Manufacturer narrative:
The tech found the head up valve was stuck. He replaced the head up valve to repair the bed.

Event description:
Info rec'd indicates the head section won't go up with electrical or manual controls.